Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic. The patient's blood glucose results were 5.3 mmol and 8.3 mmol. Tests were done within 5 minutes with a difference of 39.11%. Patient did not experience any adverse events. No further information has been reported.